Manufacturer narrative:
The investigation determined that a higher than expected vitros thyroid stimulating hormone (tsh) result was obtained from a single patient sample processed using vitros immunodiagnostics products tsh reagent lot 6375 on a vitros 5600 integrated system. The result was obtained at a sister site of the customer site. A definitive assignable cause for the discordant vitros tsh patient sample result obtained at the sister site of the customer could not be determined with the information provided. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 6375. Email address for contact office is (B)(4).

Event description:
A customer reported a higher than expected vitros thyroid stimulating hormone (tsh) result obtained from a single patient sample processed using vitros immunodiagnostics products tsh reagent on a vitros 5600 integrated system. The result was obtained at a sister site of the customer site. Patient sample result of 0.17 miu/l versus the expected result of 0.11 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected patient sample result was produced as part of a correlation study and was not reported from the laboratory. There is no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).